Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer emailed in to report multiple aries invalids were seen while running over the weekend. Data showed patient invalids and negative qc failures under lot numbers ab5061a and ab5263a. Customer provided image shows that the magnetic particles failed to migrate thru the cassette. Customer has not reported any discrepant results. Data review: on (B)(6) 2022 customer acl - olean contacted luminex technical support to report an increase in invalid results occurring when running patient and qc samples using lots ab5061a and ab5263a of aries sars-cov-2 assay pn: (B)(4). Customer provided photograph of used cassettes from lot ab5263a. Magnetic particle transfer failure may have occurred as a result of a cassette defect. Consumable review: no discrepant results and no invalid results were reported during aql testing of lot ab5061a on (B)(6) 2021. There are no ncmrs associated with lot ab5061a. There is one additional complaint for invalid results for lot ab5061a reported in salesforce. No discrepant results and no invalid results were reported during aql testing of lot ab5263a on (B)(6) 2022. There are no ncmrs associated with lot ab5263a. There are no related complaints for invalid or discrepant results for lot ab5263a reported in salesforce. Lot ab5061a and ab5263a were recalled on (B)(4) due to a potential product defect that could lead to invalid or false negative test results. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported invalid results. There are no complaints for aries system (B)(4). There is no indication of a device malfunction. Sample work-up: customer sample work-up information was not captured in this case. Conclusion: the root cause of the invalid results for lots ab5061a and ab5263a where the failure to transfer magnetic particles through the cassette has been determined to be due to a consumable malfunction which was investigated under escalation case (B)(4) and CAPA-(B)(4). A class ii recall was determined as necessary for lots ab5061a and ab5263a on (B)(4). Can-0307 was released and distributed to customers to provide notification of the risk associated with this product defect. Completion of the recall investigation and distribution of a class ii recall for lot ab5263a show a cassette defect is present for lot ab5263a, and this defect discovery coupled with customer provided photographs that indicate the customer may have experienced assay issues due to this defect warrants a pre assessment be completed for this case.